Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The returned journey uni tibial base was examined visually and stereo microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was in one piece as the crack had not propagated through the entire base. Consequently, a fracture analysis could not be performed on the tibial base to determine the exact fracture initiation site. The tibial base has a crack visible both on the inferior and superior surfaces of the baseplate towards the curved section. Bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating good interdigitation of the cement into the bone. The superior surface of the insert has burnished and deformation region towards the curved of the insert due to articulation. The location of this burnished region on the insert was consistent with the location of the fracture on the tibial base. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. Although a fracture analysis could not be performed, previous examination of similar fractures indicated the fracture likely originated where the cement groove and pad meet.

Event description:
It was reported that revision surgery was peformed due to breakage of the tibial baseplate.